Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 600 mg/dl at the time of the event and also hypoglycemia due to a cracked old insulin pump. Also, the pump is not communicating with the sensor. It is unknown how the customer was treated and experienced symptoms of sweating and unawareness. Troubleshooting was not performed.  It was unknown whether customer was using insulin pump within 48 hours prior to event and unknown whether auto mode feature was active at the time of the event. No further patient complications were reported. It was unknown whether the customer will continue the use of the insulin pump and it will not be returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been added, which was missed in the initial report. The missed information has been provided in section b5, h6 under health effect - clinical code: 2418 with this report. Information provided in the initial report in section h6 under health effect - clinical code :1905, health effect - impact code: 4613 was incorrect. The correct information has been provided with this report in section h6 under health effect - impact code: 2199.

Event description:
Missed/corrected summary: the insulin pump was not communicating with the transmitter. So, customer could not use the sensor. On one night, customer had a low and was unconscious and woke up sweating and not knowing where he was. Customer was in a random driveway about 10 miles from where he last remembered having been, completely soaked through from low glucose sweating, and no memory of what had happened during the duration. On two mornings, customer had a low and was unconscious and woke up soaked through from sweat and had hypothermia and was unaware of where he was, due to low blood sugar. Since sensor was not used, auto mode was not used. This case has been reported for the low blood glucose and high blood glucose issue had been already reported under report#: 2032227-2023-224684.